Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information, although the customer had already completed the reset on their own. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues arose again.